Event description:
Country of complaint: (B)(6). The jaw broke during surgery, although no special force was used. The separated part could be removed totally (this was controlled by x-ray).

Manufacturer narrative:
Evaluation: clear indications of bending the instrument while grasping were present. Instrument indicated being repaired in 2002. This indicates the instrument is old. Reason for failure is incorrect handling, no material or product failures were found.